Event description:
The customer reported that the device failed to discharge when expected. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to discharge when expected. There was no report of pt involvement. The device was evaluated at philips. The reported symptom could not be duplicated, but error in the dump log indicated a faulty therapy pca. The therapy pca was replaced which resolved the reported symptom. The device passed all testing and was returned to the customer.